Event description:
Per the paperwork received with the explanted device, the implant was removed due to faults on 5 electrodes. The patient was reimplanted with a new device during the same surgery. Additional information has been requested.

Manufacturer narrative:
This type of event is addressed in the device labeling.